Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Only a part of the tampons came out - vagina [foreign body in reproductive tract] discomfort - vagina [vulvovaginal discomfort] when she took it out, only a part of the tampons came out [device breakage] discovered that the product broke when she took it out. A part of the product remained in her body [complication of device removal]. Case narrative: consumer reported via phone that only part of the tampons came out during removal. No serious injury was reported.